Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® certain® implant 4 x 10mm (ioss410) was returned for investigation. Visual inspection of the as returned product identified that the implant is worn from use at the threads and collar. The internal drive feature is confirmed to contain the reported screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 08/18 information identified: torque matrix - internal connection. Complainant reported that the abutment screw was broken in the implant and was not retrievable. The implant was removed and site grafted. The reported event is confirmed based on physical inspection of the returned devices. A definitive root cause for this complaint could not be determined. The following sections have been updated: device available for evaluation change ¿no' to 'yes'; device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). PMA/510(k) number unknown.

Event description:
It was reported that the abutment screw fractured inside the ioss410 implant. The screw could not be retrieved and the implant was subsequently removed and the implant site grafted.